Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported patient underwent left total hip arthroplasty on (B)(6) 2012. Legal counsel further reports patient underwent revision procedure on (B)(6) 2015 due to acetabular component fracture, pain, and instability. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.